Event description:
Customer reports: a male pt developed contact dermatitis while using the product. The gauze was used over a port after it had been accessed and was then covered with a competitor's transparent dressing. The first week it was used the pt experienced irritation under the dressing. The clinicians were unable to determine if it was caused by the gauze or the transparent dressing. The second week the problem increased to redness. The third week the pt developed contact dermatitis. The irritated area shadowed the gauze excluding the slit. The pt has been placed on keflex 500 mg three times daily. The dressings were in place 7 days at a time.